Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotapro burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified lesion. A 1.50mm rotapro and a rotawire drive were selected to be used for procedure. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire. After several ablations were performed successfully, there was degree of deceleration. Then, the device stalled and the burr became stuck on the rotawire. The rotapro and the rotawire were removed together as one unit from the patient. There was no resistance encountered during advancement to the lesion during advancement and removal. The procedure completed successfully with another device. There were no patient complications reported.